Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during procedure the device did not work in the transection. The pistol was changed but the result did not change. The accessory that was changed could not solve the problem, therefore the device was never used in the case and it was replaced with new one. There was no additional operation performed to correct the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The loading unit was pre-fired and engaged in interlock. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, as per the additional information received, the event occurred on (B)(6) 2017.